Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The device pocket had never healed right and was covered with milky white substance. The infection was suspected to be (B)(6). The physician elected to flush the pocket and cultures were sent to the laboratory. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The device pocket had never healed right and was covered with milky white substance. The infection was suspected to be methicillin-resistant staphylococcus aureus (mrsa). The physician elected to flush the pocket and cultures were sent to the laboratory. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicated that this right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported.